Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the entire stent profile was damaged and moved distally on the balloon so that distal end of the stent is now located 3 mm distal to the distal markerband. The stent had been expanded and was stretched along its length. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings were not evident on the balloon wall. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed 15-feb-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the right radial artery. Following the insertion of a 6fr non-bsc guide catheter, angiography was performed which showed a 75% stenosed target lesion located in the moderately tortuous and mildly calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x15mm non-bsc balloon catheter and a 3x15mm non compliant balloon catheter. Subsequently, a 4.00x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts and the shaft kinked during negotiations. The device was removed and pre-dilatation was repeated with the 2.5x15mm non-bsc balloon catheter and 3x15mm non compliant balloon catheter. A 3.5x28mm synergy stent was then deployed and post-dilated with a 3.5x15mm non compliant balloon catheter and the procedure was completed. Final control angiography showed excellent results. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was damaged and moved on the balloon.